Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump keeps over delivering insulin to their body. The customer's blood glucose value was 70 mg/dl at the time of the incident. The customer treated the low with food. Customer reported auto mode was automatically delivering insulin at the time of the low blood glucose event. Troubleshooting was completed. The customer reported their doctor changed some of the settings. The customer reported they are unsure if the programming is accurate. The customer reported the reservoir is showing the same amount of insulin as shown on the status screen. The insulin pump and reservoir will not be returned for analysis.